Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating the video duodenoscope has been sent to the pentax service department because the bacteriological test detected that it is contaminated by klebsiella pneumoniae carbapenemase. Additional information received from the customer stated the contamination was detected after a reprocessing cycle in a steelco machine. A second cycle was performed, but the contamination remained. The video duodenoscope was removed from use and sent to the pentax service department. The pentax service department found a hole on the bending rubber. The video duodenoscope will be sent to pentax europe for further evaluation. The customer was provided with a loaner replacement video duodenoscope. The video duodenoscope involved in this event was the subject of a 2015 event which occurred at the same facility and involved the same microorganism. Details on the 2015 event were submitted in MDR 9610877-2015-00047. Training was provided at the customer site at that time and the customer was supplied with pentax disposable cleaning brushes.